Manufacturer narrative:
D1: polyaxial screw (ø3.5mm x 18mm l) or (ø3.5mm x 14mm l) or (ø5.5mm x 25mm l) or (ø5.5mm x 30mm l) d4: catalog number: 07.01702.011 or 07.01702.007 or 07.01708.019 or 07.01708.020 d4: UDI number: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during imaging taken a little over a month and a half post-op, a screw was observed to have fractured such that it "looks like it exploded". A revision surgery has not yet been scheduled and the patient is not experiencing any complications.